Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on: (B)(6) 2009: patient presented with following pre-op diagnosis: l4-5, l5-s1 degenerative lumbar disc disease. Procedure: posterior segmental fixation l4, l5 and s1 bilaterally with sequoyah pedicle screw system with cross link. Posterolateral fusion l4-5, l5-s1. Use of morselized allograft. Per-op notes: fusion material which consisted of 10 cc of osteocell and morselized allograft on each side and then some of the osteocell and rolled it into bmp sponges and placed two of these on each side in between l4-5 and l5-s1. On (B)(6) 2010: patient presented with following pre-op diagnosis: l4-5, l5-s1 degenerative lumbar disc disease status post l4-5, l5-s1 360 fusion with posterior segmental fixation. Procedure: removal of posterior segmental fixation. Exploration of lumbar fusion. On an unknown date post-op patient alleged unspecified injuries due to use of rhbmp-2/acs.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.